Event description:
The customer reported to philips healthcare that the etco2 connector is broken. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon the completion of the investigation.